Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient developed skin irritation at the pod¿s insertion site while wearing the device for an unknown duration. The patient reported that the infusion site was red and itchy. According to the patient's parents, the reaction was attributed to sweating associated with the approaching summer season. The patient sought medical assistance on (B)(6) 2026, during which the site was evaluated, and an ointment was prescribed to address the issue; however, the name of the ointment could not be recalled. No additional information was provided.